Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable pulse generator (ipg) the patient experienced phrenic nerve stimulation and . Diaphragmatic twitching on left side during use of left ventricular (lv) lead. Device re-programming of lv output was performed. The ipg and lv lead remain in use. No patient complications have been reported as a result of this event. This patient is a participant in the adapt response clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.